Manufacturer narrative:
Headend left siderail worn timing link.

Event description:
It was reported by service report that the siderail would not lock in the up position. There was no patient involvement or adverse consequences reported.